Manufacturer narrative:
While the medical records indicate that the pt mortality was related to complications. The medical records provided did not include a statement or indication that there was a possible or suspect device failure related to the bard mesh. No sample was returned for evaluation; however, based on the currently available information, no bard mesh device failure occurred.

Event description:
Attorney's report of pt's alleged death, pain, bowel obstruction, infected mesh, bowel perforations, enterocutaneous fistula and mesh explant. Per medical records provided for review. In late 2006 - pt. Repair of incarcerated ventral hernias with placement of kugel composix mesh. Nine days later - pt. Admitted to hospital for partial bowel obstruction; resolved via non-surgical treatment. Pt discharged four days later. In 2007 - pt admitted to hospital with a diagnosis of infected mesh. Pt. Remained in hospital until his death two months later. Seventeen days after hospital admit - pt. Underwent exploratory laparotomy with removal of infected mesh. Underneath the mesh "ascitic fluid was found, as well as remarkably intense inflammatory reaction throughout the entire abdominal cavity. Femoral enterotomies were created in the process of removing the mesh." ..."the colon was noted to be ischemic or on the verge of being necrotic". Wound left open, with vac placement. The following month - exploration surgery for closure of small bowel enterotomies. Six days later - pt. Continued to have significant ascites. CT scan performed - some of the intra-abdominal fluid tap again. Eighteen days later - pt. Developed respiratory failure. The following month - pt. Underwent open tracheostomy. Over the next week, pt became septic with hypotension and respiratory failure, tachycardia and renal failure. Four days later - exploratory laparotomy with extensive lysis of adhesions, drainage of an intra-abdominal abscess, and wedge liver biopsy. Pt did not tolerate procedure well. Pt. Expired. Death certificate listed cause of death as "complications resulting from surgical repair of ventral hernia".